Event description:
It was reported patient underwent a revision procedure approximately three months post-implantation due to ongoing pain due to an oversized humeral head. The glenoid was found loose during the revision procedure. Attempts to obtain additional information have been made; however, no more information is available at this time. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d6, d7, d11, g4, g7, h1, h2, h6, h10 d11 item# 00430204640; glenoid component pegged; lot# 60940476   item# 00434901013; humeral stem; lot# 61674947 item# 00434903700; dual taper insert; lot# 61585673 reported event was confirmed by review of medical records which states that no complications were noted during initial procedure. Post-implant x-rays show prosthesis in place, no secondary fractures identified. Loosening of the glenoid found intraoperatively during revision procedure. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00715, 0001822565-2020-00716.

Manufacturer narrative:
(B)(4). Report source: foreign- event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported patient underwent a revision procedure approximately three months post-implantation due to ongoing pain due to an oversized humeral head. Attempts to obtain additional information have been made; however, no more information is available at this time. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.